Event description:
There is no indication that the product caused or contributed to an adverse event. The patient stated that the subject meter was only prompting "pc" when they would power on the subject meter. The alleged issue was not resolved with troubleshooting and replacement product was sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has not requested return of the subject product(s) for evaluation.

Manufacturer narrative:
(B)(4): the meter passed testing with no faults found; the primary complaint was not confirmed. The meter was found to function properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.